Event description:
Product received by manufacturer with no info. Per device registration system, pt expired. Cause of death unknown.

Manufacturer narrative:
Analysis of the leads show device was functionally ok.